Event description:
It was reported that a user experienced recurrent low glucose events while using the ilet, with concerns about device behavior and a request for assistance including a factory reset; the device alerted for low and urgent low, and a factory reset and re-education were subsequently completed, after which the user did better. Symptoms included hypoglycemia to 40 mg/dl lasting approximately 1 hour and 40 minutes, treated with oral carbohydrates, without loss of consciousness or need for professional medical intervention, and with nonessential assistance from a caregiver. Outcomes included transient clinical effects of low glucose without hospitalization or long-term impairment. Investigation included review of the blood glucose questionnaire and troubleshooting with customer support, including device reset and user education. Investigation of this case revealed no device malfunction and suggested use-related factors and maladaptation contributed to hypoglycemia, with improved control after factory reset and re-education. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.